Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled service call, the service territory manager (stm) noted a cut in the primary insulation of the coiled cable. The cable was replaced. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During a previously scheduled service call, the service territory manager (stm) noted a cut in the primary insulation on the coiled cable. There was no patient involvement, thus no adverse event was reported.